Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this system was explanted due to pocket infection. No allegations against performance or longevity communicated. The explanted products are not intended to be returned. No other adverse effects reported and a successful new system implant noted.